Event description:
A customer reported damage to the pump housing and usb port, affecting the ability to charge the pump. There was no adverse impact to the customer's blood glucose level. Technical support decided to replace the pump, and the customer was advised on the necessary actions, including allowing the battery to fully deplete before returning the problematic pump and receiving a replacement with updated software. The customer acknowledged the instructions and would continue using the current pump until the replacement arrived.